Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, "number 5 button stuck in depressed position" was confirmed. When the evaluator powered on the device a system error 119 (stuck key detected) error occurred which indicates a keypad issue however keypad testing was unable to be performed. The reported issue is confirmed as the keypad was found to be failing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of number 5 button stuck in depressed position during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.